Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. The issue caused the customer¿s bg to exceed 500 mg/dl. The customer's blood glucose was 379 mg/dl. A correction injection via manual injection was administered to address the bg level. Reportedly, the customer cleaned the speaker holes and cleared the alarm however the altitude alarm recurred. The customer reverted to manual injections for insulin therapy.